Event description:
On the 20th march a nellcor puritan bennett employee received information regarding an issue with an n20 pulse oximeter. The customer alleged "the unit is very slow to take readings and reads 100% on everyone. No patient harm or change in therapy per caller".